Event description:
Granddaughter of user was walking down stairway, slipped and fell down stairs and grabbed onto the hinge part of extrusion in a laceration to palm of hand.

Manufacturer narrative:
The hinged rail was not being used correctly insofar as it was not fully extended per use instructions resulting in the hinge joint being exposed at the edge. Reviewed proper use instructions with client and filed down the edge of hinged joint to satisfy client.